Event description:
Reporter indicated that during generator replacement surgery, diagnostics resulted in high lead impedance. Pt will have to return to have lead replacement surgery. Good faith attempts are in progress to obtain further info.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.